Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during open heart surgery, the smoke evacuation pencil turned on without pressing the cut or coagulation button and the bowel was cauterized. It was also reported that a general surgeon was required to repair the bowel at the end of the surgery. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during open heart surgery, the smoke evacuation pencil turned on without pressing the cut or coagulation button and the bowel was cauterized. It was also reported that a general surgeon was required to repair the bowel at the end of the surgery. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.